Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that during an implant attempt, the left ventricular (lv) lead was placed in multiple locations with high thresholds. The lead was placed in a new location with acceptable thresholds but when the patient was just about closed it was noted the lead had loss of capture and was dislodged. A new lead was implanted. No patient complications have been reported as a result of this event.